Event description:
On 7/22/96 port catheter inserted under local anesthesia. 7/29/96 thru 8/24/96 port accessed for blood draws. Diluted blood aspirated. Port flushed with normal saline and heparin. 10/2/96 port accessed. Flushed with normal saline and heparin. Access needle removed. Approx 5 cc of clear to red fluid for fully expelled from site. 10/10/96 port removed in outpatient surgery. The reservoir was pulled out and it came separate from the catheter. The psuedo sheath was identified, opened and followed and it took 3 -4 cm before catheter was found and removed.